Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated they received an erroneous result for one patient tested with coaguchek xs plus meter serial number (B)(4). At 11:51, a sample from the patient was tested on the meter and the result was 3 inr, accompanied by a "c". A venous sample was collected from the patient at 12:47 and tested with an unknown laboratory method, resulting as 1.1 inr. At 13:19, a sample from the patient was tested on the meter and the result was 1.2 inr. The patient was awaiting hemodialysis and based on the meter result, there was a delay of 4 hours inserting a hemodialysis line in the patient. No adverse events were alleged to have occurred with the patient. The therapeutic range of the patient was asked for, but not provided. The customer's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The "c" next to the patient results occurs when the sample has a very low hematocrit (< 25%) or when the patient's finger is squeezed too much, allowing intracellular fluid to dilute the blood sample. The inr value will be higher due to the additional fluid in the blood. Wet hands may also be responsible for diluted blood samples and the error code.